Event description:
It was reported that the patient had their device explanted. The patient had not used or recharged their device in over 6 months and was unable to charge normally. The patient had two overdischarge¿s and the patient/physician decided to replace it with a non-rechargeable device. There were no patient injuries and the patient recovered without sequelae.

Manufacturer narrative:
Analysis of the device (serial # (B)(4)) found that the battery had reduced capacity due to overdischarge. It was further noted that the implantable neurostimulator (ins) was received with no telemetry, and according to the trace report obtained from the ins after pmr recovery, the total recharge count is 5. The last significant recorded recharge session performed while the device was implanted was associated with the date of (B)(6) 2000 (reset/default date). The elapsed time of this charge is not clear from the information in the trace report. The battery charged from 3.840 v to 4.000 v. The parameter trend diagnostic section of the trace report shows the device was last used on (B)(6) 2012. In the returned products analysis lab, a normal recharge was started manually after a physician mode recharge at body temperature with a 1cm spacer between the ins and recharge antenna. The recharger had full coupling and the ins recharged for 11 hours and 42 minutes from 1.970v to 4.000v.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 37754, serial# (B)(4); product type recharger product ID 37744, serial# (B)(4); product type programmer, patient product ID 3778-45, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 3778-45, serial# (B)(4), implanted: 2011 (B)(6); product type lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.